Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board would need to be replaced to address the issue. The service was cancelled, and the device would be scrapped.

Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board would need to be replaced to address the issue. The service was cancelled, and the device would be scrapped. The oxygen blending module printed circuit assembly (obm pca) was returned to the product investigation laboratory (pil) for further evaluation. The obm pca was returned to riql for the failure of e-344 in the event log with a drift out of range message caused by suspected contamination of the obm sensors. This failure was investigated under (B)(4). No further evaluation of this part is required at this time. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.